Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels (345 mg/dl) and a correction bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed an no device issues were identified. The customer declined further assistance from tandem technical support and was to discuss the high bg with a healthcare provider.